Manufacturer narrative:
(B)(4). Patient stated that they were having a peritonitis "attack" at the time of the call ((B)(6) 2015) but did not specify the onset date of peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. It was not reported if the patient was hospitalized for the peritonitis event. The cause of the peritonitis, treatment for the event and patient outcome were not reported. Apd therapy was ongoing at the time of the reported event. No additional information is available.